Event description:
It was reported that the customer was hospitalized for high blood glucose levels and seizures. The reported blood glucose reading was 215 mg/dl. It was also reported that the insulin pump was worn during a CT scan. No alarms occurred, but the doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.